Event description:
Mr used the 2.5 mm drill to use a 4.0 mm cancellous screw. When inserting the screw, the screw snapped, all equipment seemed to be used correctly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.